Manufacturer narrative:
The device was returned to olympus for inspection where a residue foreign material was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, olympus confirmed the connection between bending section and distal end was detached due to adhesive peeling around bending tube. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had foreign material on the lenses. Additionally, due to the adhesive peeling around bending tube, the connection between bending section and distal end was detached. There was no patient involvement.